Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the reservoir was not locking into the insulin pump. Customer reported that the o-ring was missing from the reservoir compartment. Blood glucose level at the time of the incident was 150 mg/dl. The customer did not list how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.